Event description:
The 23khz cem nosecone remained active. The cusa was being used on a pt undergoing multiple liver metastectomies. The pt was unharmed by this incident. The nosecone had been used intermittently over a period of approximately one and a half hours to "shell" out 5 liver metastasis. The nosecone had not been changed during this time. It was unk if the event lead to a significant increase in surgery time. Additional info was requested and the following was received on (B)(6) 2014 from the customer. The pt was a (B)(6) year old female. The generator used was a force fx with settings of pure cut 40 and spray coag 40. The cem nosecone was replaced with another one of the same lot number. There was a surgical delay of approximately 10 minutes while the cem nosecone was replaced. There were no adverse consequences as a result of the surgical delay. Surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.